Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the trocar balloon, obturator and lock collar all appeared intact. The insufflation bulb was received. The dissector balloon and inflation syringe were not received. Pmv performed functional testing: the trocar balloon was inflated; no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic tep hernia repair procedure, the device did not inflate. Another device was opened to complete the procedure. No patient injury has been noted.